Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer would clear the alarm and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level.